Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d10: concomitant medical products: emerald cartridge, lot unknown; constellation 23g. Section h3- no: the device was not returned for evaluation, as device was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient came in for scheduled vitrectomy and an unknown primary intraocular lens (iol) removal. Vitrectomy was performed to mobilize the primary iol for the doctor to remove. Primary iol was removed, secondary iol which was the suspect za9003 iol was inserted into the patient's left eye. But the capsule bag tore, hence suspect za9003 was cut out and replaced during the same procedure with a non johnson and johnson iol using a yamane technique. There was no incision enlargement. There was no patient harm, no injury. No miscalculation. Ophthalmic viscoelastic device (ovd) was used in room temperature. No other information was provided.